Manufacturer narrative:
The device history records for lot (B)(4) were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.

Event description:
A nurse practitioner, who was also an injector, reported on a pt who was injected with radiesse into nasolabial folds and marionette lines in (B)(6) 2010, with no events. Four days ago, the pt reported to the ER with swelling at the injection sites. She was treated with an IV steroid, name and dose unk and released home with a script for an oral steroid, name, dose and frequency are unk. The pt refused to take the oral steroids and consulted family dr who sent her to the radiesse injector for f/u and treatment. The injector stated the swelling is evident but no redness or open areas were noted. On (B)(6) 2010, during consultation with the injector, sudden onset of facial edema was discussed. Occasionally, pts develop acute facial edema post injection by several hours or days, and/or under two weeks. There have been rare reports in the literature about delayed immune response to filler substances, but those substances have usually been more permanent in nature. The pt had no signs of infection: i.e. Erythema, recent upper respiratory infection. The injector was unsure if the pt had any recent dental work. Pt did not have any known allergies. The location of edema involved the area around her mouth, her pre-jowl/mandible area (which was not injected) and the pt also felt there was swelling in the back of her mouth and throat. CT scan of the pt's neck area was inconclusive, showed nothing impressive. Overall, given the fact the edema involved more than the areas that were treated with radiesse over five months ago and there was no allergic sequelae at any point following said treatment, it is possible that this acute swelling event likely has nothing to do with radiesse and to consider other possible etiologies: i.e. The suspected food allergy, recent dental work, and presence of another filler or implant substance. On (B)(6) 2011, during add'l consultation with injector, update was received that the pt now has only localized swelling in the areas of prior radiesse injections. She is 75% better and may have a lot grade amount of swelling left, but may also have accumulated product. She has had 4-5 injections over the past year to 18 months. A steroid taper, manual and ultrasonic manipulation of the product as well as saline injections to disperse the product and speed up resolution were discussed. If the swelling persists, a course of antibiotics to empirically treat a low grade infection was reviewed.